Event description:
The third time was bad, knees (left knee) blew up [injection site joint swelling] had to go to the emergency room to have them(left knee) drained up on both sides [arthrocentesis]. Case narrative: initial information was received on 10-nov-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked with case ID (B)(6) (multiple devices used in same patient). This case involves 64 years old female patient who reported the third time was bad, knees (left knee) blew up and had to go to the emergency room to have them drained up on both sides after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), concomitant medications, concomitant disease or risk factor, vaccination(s) and family history were not provided. The patient had medical history included had many tears in meniscus. The patient had synvisc-one injections in the past. She had received her first injections about ten years ago in both her knees for osteoarthritis and lasted a good year. One knee she had many tears in meniscus. The following year she had the injections again. The first two times, all went well, it was also injections to both knees, the effect lasted a year each time, and they were administered a year apart. In 2017, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) for the third time in left knee at a dose of 1 dosage form once via route intra-articular (strength: 48mg/6ml, with an unknown expiry date and batch number) for osteoarthritis. Information on batch number and expiry date was requested. First time product used: no. The patient reported that the third time was bad, both her knees blew up (injection site joint swelling, onset: 2017, latency: unknown). She had to go to the emergency room to have them drained up on both sides (aspiration joint, onset: 2017, latency: unknown). She had not done these injections in about 6 or 7 years, and the orthopedic surgeon suggested her to try again. There were no lab data/results available. Action taken: not applicable for both events. Corrective treatment: visit to emergency room to have the knee drained up on both sides for injection site joint swelling. At time of reporting, the outcome was unknown for both events. Reporter causality: not reported for both events. Company causality: not reportable for both events. Seriousness criteria: medically significant and intervention required for both events. A product technical complaint (ptc) was initiated on (B)(6) 2023 for synvisc-one (lot/batch number: unknown) with global ptc number: (B)(4). The sample of the ptc was not available and the ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Em 13nov2023). Investigation (em 13nov2023) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) is required. The final investigation was completed on 14-nov-2023 with summarized conclusion as no assessment possible. Additional information was received on 10-nov-2023 from patient. Medical history was added. Text amended accordingly. Additional information was received on 14-nov-2023 from quality department via other healthcare professional: ptc number, details and results were added. Strength and formulation for the suspect was added. Text was amended.

Event description:
The third time was bad, knees (left knee) blew up [injection site joint swelling] had to go to the emergency room to have them(left knee) drained up on both sides [arthrocentesis]. Case narrative: initial information was received on 10-nov-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked with case ID: (B)(4) (multiple devices used in same patient). This case involves 64 years old female patient who reported the third time was bad, knees (left knee) blew up and had to go to the emergency room to have them drained up on both sides after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), concomitant medications, concomitant disease or risk factor, vaccination(s) and family history were not provided. The patient had medical history included had many tears in meniscus. The patient had synvisc-one injections in the past. She had received her first injections about ten years ago in both her knees for osteoarthritis and lasted a good year. One knee she had many tears in meniscus. The following year she had the injections again. The first two times, all went well, it was also injections to both knees, the effect lasted a year each time, and they were administered a year apart. In 2017, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection for the third time in left knee at a dose of 1 dosage form once via route intra-articular (with an unknown strength, expiry date and batch number) for osteoarthritis. Information on batch number and expiry date was requested. First time product used: no. The patient reported that the third time was bad, both her knees blew up (injection site joint swelling, onset: 2017, latency: unknown). She had to go to the emergency room to have them drained up on both sides (aspiration joint, onset: 2017, latency: unknown). She had not done these injections in about 6 or 7 years, and the orthopedic surgeon suggested her to try again. There were no lab data/results available. Action taken: not applicable for both events. Corrective treatment: visit to emergency room to have the knee drained up on both sides for injection site joint swelling. At time of reporting, the outcome was unknown for both events. Reporter causality: not reported for both events. Company causality: not reportable for both events. Seriousness criteria: medically significant and intervention required for both events. Additional information was received on 10-nov-2023 from patient. Medical history was added. Text amended accordingly.

Event description:
The third time was bad, knees (left knee) blew up [injection site joint swelling] had to go to the emergency room to have them(left knee) drained up on both sides [arthrocentesis] case narrative: initial information was received on (B)(6) 2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case is linked with case ID (B)(4) (multiple devices used in same patient). This case involves 64 years old female patient who reported the third time was bad, knees (left knee) blew up and had to go to the emergency room to have them drained up on both sides after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. The patient had synvisc-one injections in the past. The first two times, all went well, it was also injections to both knees, the effect lasted a year each time, and they were administered a year apart. In 2017, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection for the third time in left knee at a dose of 1 dosage form once via route intra-articular (with an unknown strength, expiry date and batch number) for osteoarthritis. Information on batch number and expiry date was requested. First time product used : no the patient reported that the third time was bad, both her knees blew up (injection site joint swelling, onset: 2017, latency: unknown). She had to go to the emergency room to have them drained up on both sides (aspiration joint,onset: 2017, latency: unknown). She has not done these injections in about 6 years, and the orthopedic surgeon suggested her to try again. Action taken: not applicable for both events. Corrective treatment: visit to emergency room to have the knee drained up on both sides for injection site joint swelling. At time of reporting, the outcome was unknown for both events. Reporter causality: not reported for both events company causality: not reportable for both events. Seriousness criteria: medically significant for both events.

Event description:
The third time was bad, knees (left knee) blew up [injection site joint swelling] had to go to the emergency room to have them(left knee) drained up on both sides [arthrocentesis]. Case narrative: initial information was received on 10-nov-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case is linked with case ID (B)(4) (multiple devices used in same patient). This case involves 64 years old female patient who reported the third time was bad, knees (left knee) blew up and had to go to the emergency room to have them drained up on both sides after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), concomitant medications, concomitant disease or risk factor, vaccination(s) and family history were not provided. The patient had medical history included had many tears in meniscus. The patient had synvisc-one injections in the past. She had received her first injections about ten years ago in both her knees for osteoarthritis and lasted a good year. One knee she had many tears in meniscus. The following year she had the injections again. The first two times, all went well, it was also injections to both knees, the effect lasted a year each time, and they were administered a year apart. In 2017, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) for the third time in left knee at a dose of 1 dosage form once via route intra-articular (strength: 48mg/6ml, with an unknown expiry date and batch number) for osteoarthritis. Information on batch number and expiry date was requested. First time product used: no. The patient reported that the third time was bad, both her knees blew up (injection site joint swelling, onset: 2017, latency: unknown). She had to go to the emergency room to have them drained up on both sides (aspiration joint, onset: 2017, latency: unknown). She had not done these injections in about 6 or 7 years, and the orthopedic surgeon suggested her to try again. There were no lab data/results available. Action taken: not applicable for both events. Corrective treatment: visit to emergency room to have the knee drained up on both sides for injection site joint swelling. At time of reporting, the outcome was unknown for both events. Reporter causality: not reported for both events company causality: not reportable for both events seriousness criteria: medically significant and intervention required for both events. A product technical complaint (ptc) was initiated on 10-nov-2023 for synvisc-one (lot/batch number: unknown) with global ptc number: (B)(4). The sample of the ptc was not available and the ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (13nov2023). Investigation (13nov2023) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) is required. The final investigation was completed on 14-nov-2023 with summarized conclusion as no assessment possible. Additional information was received on 10-nov-2023 from patient. Medical history was added. Text amended accordingly. Additional information was received on 14-nov-2023 from quality department via other healthcare professional: ptc number, details and results were added. Strength and formulation for the suspect was added. Text was amended. Based on the information previously received, the company causality was updated to reportable from not reportable.

Event description:
The third time was bad, knees (left knee) blew up [injection site joint swelling] had to go to the emergency room to have them(left knee) drained up on both sides [arthrocentesis] . Case narrative: initial information received on 10-nov-2023 regarding an unsolicited valid serious case received from a consumer/non-hcp from canada. This case is linked with case ID (B)(4) (multiple devices used in same patient). This case involves 64 years old female patient who reported the third time was bad, knees (left knee) blew up and had to go to the emergency room to have them drained up on both sides after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), concomitant medications, concomitant disease or risk factor, vaccination(s) and family history were not provided. The patient had medical history included had many tears in meniscus. The patient had synvisc-one injections in the past. She had received her first injections about ten years ago in both her knees for osteoarthritis and lasted a good year. One knee she had many tears in meniscus. The following year she had the injections again. The first two times, all went well, it was also injections to both knees, the effect lasted a year each time, and they were administered a year apart. In 2017, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) for the third time in left knee at a dose of 1 dosage form once via route intra-articular (strength: 48mg/6ml, with an unknown expiry date and batch number) for osteoarthritis. Information on batch number and expiry date was requested. First time product used: no. The patient reported that the third time was bad, both her knees blew up (injection site joint swelling, onset: 2017, latency: unknown). She had to go to the emergency room to have them drained up on both sides (aspiration joint, onset: 2017, latency: unknown). She had not done these injections in about 6 or 7 years, and the orthopedic surgeon suggested her to try again. There were no lab data/results available. Action taken: not applicable for both events. Corrective treatment: visit to emergency room to have the knee drained up on both sides for injection site joint swelling. At time of reporting, the outcome was unknown for both events. Seriousness criteria: medically significant and intervention required for both events. A product technical complaint (ptc) was initiated on 10-nov-2023 for synvisc-one (lot/batch number: unknown) with global ptc number: 100376464. The sample of the ptc was not available and the ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Em 13nov2023). Investigation (em 13nov2023) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) is required. The final investigation was completed on 14-nov-2023 with summarized conclusion as no assessment possible. Additional information was received on 10-nov-2023 from patient. Medical history was added. Text amended accordingly. Additional information was received on 14-nov-2023 from quality department via other healthcare professional: ptc number, details and results were added. Strength and formulation for the suspect was added. Text was amended. Based on the information previously received, the company causality was updated to reportable from not reportable. Based on the information previously received, the report type has been updated to unsolicited non-literature from solicited other. Text amended accordingly.